Event description:
The device was used during a v.a.t.s. (Lung) procedure. It was reported the device would not fire and the cartridge came out of the device when it was fired. There was no consequence to the pt. 8/14/96 "the instrument was inserted into the opening as per normal. The device would not fire, the device was removed with the cartridge intact. The cartridge was discarded by the customer and instrument was put aside for the rep." A second was used to complete the case.

Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The cartrdige retention feature was measured and was found to be within design specs. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.